Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting in the lips with juvéderm® volift¿ with lidocaine. Two days later, the patient ¿began to feel a lot of pain and inflammation.¿ six days later, the injector confirmed ¿no ischemia.¿ the lip was drained, and only blood came out, no pus. The patient was treated with dexamethasone and was prescribed clindamycin. As a result of the treatment, the patient awoke ¿swollen.¿ the patient was later treated with rapivir (valaciclovir) 1 gram every 8 hours for 1 week as well as an oral antiseptic for possible diagnosis of ¿herpetic viral infection.¿ the event is ongoing.